Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded high out-of-range pacing impedance measurement, measuring greater than 2056 ohms. There was no noise, no episodes, and no rate bin counts with abnormal values. Boston scientific technical services discussed the options for troubleshooting and change limit to exclude mechanical issues and lead impairment. No adverse patient effects were reported. This device and right ventricular (rv) lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded high out-of-range pacing impedance measurement, measuring greater than 2056 ohms. There was no noise, no episodes, and no rate bin counts with abnormal values. Boston scientific technical services discussed the options for troubleshooting and change limit to exclude mechanical issues and lead impairment. No adverse patient effects were reported. This device and right ventricular (rv) lead remain in-service.